Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery. After the initial surgery, two screws came out on an unknown date, so a revision surgery was scheduled for and performed on (B)(6) 2022. No further information is available. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 04.211.024s, lot # 9l13118, manufacturing site: (B)(4), release to warehouse date: 01 mar2022, expiration date: 01 mar2032, supplier: (B)(4); non-sterile part # 04.211.024, non-sterile lot # 662p049, manufacturing site: (B)(4), release to warehouse date: 08 feb2022, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.